Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas e 411 analyzer. No questionable results were reported outside of the laboratory. The repeat value was deemed correct. The sample initially resulted in a testosterone value of 8.97 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a value of 4.29 ng/ml.

Manufacturer narrative:
The testosterone reagent lot number was 851750. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. It was observed that the mixer was causing foam formation. The field service engineer checked the analyzer, including checking the mixer, probe adjustments, probe tubing, liquid level detection voltage, grounding, and water conductivity. The uninterruptible power supply unit had a plug that was reversed, which caused the potential difference between neutral and ground to be > 10 volts. The plug was corrected. Grounding and liquid level detection voltage were re-checked. Performance testing was run and within specifications. The investigation determined the issue is consistent with insufficient maintenance. It was determined that adjustments to the mixer and sample probe liquid level detection were needed. The issue was resolved after performance of the service actions.